Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and bent cannula, or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward but the cannula was visible when the pod was removed, and it was bent. The pod was worn for about 10 minutes and then the patient removed it since the pink slide did not move forward. No impact to the patient's glucose level was reported. There is no information available regarding treatment.